Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 84 mg/dl. The customer stated that she had to hold down a button or jostle the pump to get it to turn back on. The customer was advised to disconnect from the pump and to put in a fresh battery. The customer stated that the display is still blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.